Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a crack in the battery compartment with intermittent power loss. The reporter denied damage to the battery cap. The reporter confirmed the yellow o-ring of the battery cap was visible when the cap was on the pump and the cap was not able to securely properly to the pump. The cap was reportedly replaced four-to-six months ago. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-may-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fit securely to power on the pump. The pump powered on with a test battery cap. The pump was exercised for 12 hours with no power interruptions occurring.